Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damaged outer jacket of driveline could not be confirmed from this evaluation as no photos depicting the damage were submitted for review. It was reported that the covering of the driveline was completely torn on (B)(6) 2020. The driveline had already been torn and patched in several places. A driveline repair was performed by a clinical specialist from abbott on (B)(6) 2020. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10dec2015. The current version of the heartmate 3 lvas instructions for use (if)u and patient handbook contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 22oct2020, the outer layer of the driveline was torn. The driveline had already been patched in several places. A driveline repair was requested on 22oct2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.